Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty to cross a placed stent and a stent dislodgement occurred. The target lesion was located in the distal right coronary artery (rca). A synergy stent was advanced to the target lesion and deployed successfully. A 3.00 x 16 synergy stent was then advanced and deployed proximally to the first stent, overlapping it, but the new delivered synergy stent became stuck and would not move. A guideliner was advanced to provide more support, but the stent became undeployed off the balloon. No inflation was performed. To solve the issue, a very small balloon was advanced into the undeployed stent, gradually followed by bigger balloons. The stent was successfully opened. A third stent was then advanced and deployed at the proximal part of the rca. The procedure was completed, and the result was reported to be okay and the patient to be fine.